Event description:
The explanted generator was received for analysis on 01/29/2016. Product analysis for the device was completed and approved on 02/22/2016. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
On (B)(6) 2015 it was reported that the patient was having generator replacement and experienced bradycardia after the anesthesia was administered so the generator was turned off prior to explantation. The patient was able to perceive stimulation pre-op. The bradycardia resolved after the generator was disabled, but the surgeon and anesthesiologist did not know whether the bradycardia was caused by the stimulation or the anesthesia because the patient appeared to be resistant to the anesthesia and required additional anesthesia to be administered. Attempts for additional information have been made; however, no relevant information has been received to date. The explanted generator has not been received to date.